Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Information received there was no adverse event or patient involvement reported with the device. All issues were discovered during testing.

Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified, pump displaying error code 10102 when battery inserted. The event log was not available. Upper back label was found missing on the returning pump. Service reinstalled software applications to resolve the issue. Use testing was performed. The problem source is customer induced.